Event description:
Patient underwent hysterectomy (ra-tlh, bso) on (B)(6) 2024, and the incision was closed with dermabond at our medical center. The patient reported to our medical center's emergency room on (B)(6) 2024 with the following complaints: erythema around all incision sites, purulent drainage from right lateral port site, erythema surrounding all port sites, abdominal pruritus/burning sensation. Denied fevers, chills, chest pain, shortness of breath, bruising, dysuria. Patient was diagnosed with contact dermatitis due to dermabond.